Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and observed multiple dirty cuvettes (list number 02p75-01) as well as cuvettes within the segment with smudges on the outside and inside. The fse manually cleaned all cuvettes which resolved the observed discrepant result and resolved the error code 6513 issues. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Architect c4000 analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. The issue was resolved through standard troubleshooting procedures by the fse cleaning the cuvettes, which is part of customer maintenance. The part was not replaced. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer stated that falsely elevated creatinine patient results were observed prior to instrument error 6513 (optics system failure) while using the architect c4000 analyzer. The following data was provided. The customer used normal range 0.6 to 1.3 mg/dl. Patient 1 initial 3.8, repeat 1.2. No impact to patient management was reported.